Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 2. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup. The hp stated they would do a manual exchange then end therapy. Tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp finished therapy with manual supplies, and notified the nurse. The hp is not sure what may have caused the alarm. There was nothing leaking. He stated there was no patient injury or medical intervention associated with this event. He is doing fine with his therapy.